Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a routine generator change procedure, the right ventricular set screw on the pacemaker was stuck and immovable. The physician attempted to remove the septum over the set screw but it was solidified into a hard cap over the set screw. The lead was cut and the device was removed and replaced. Patient was stable.

Manufacturer narrative:
The reported inability to loosen set screw was confirmed in the laboratory. The ventricular set screw inset was filled with calcified blood. The calcified blood prevented proper engagement of torque wrench in the setscrew inset and caused stripping of the set screw.